Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) had poor apposition and migrated/was displaced during attempt to gain apposition. An additional ped2 stent had poor distal opening. The patient was undergoing surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) with a max diameter of 5 mm and a 3 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was reported as ica aneurysm successfully treated with a ped2-450-14, however, the first implanted device migrated and lodged in the high cervical ica. Physician deployed the 4.5 x 10 pipeline shield device (ped2-450-10) across the neck of the aneurysm. Dr did not want a very long device to avoid landing the proximal device in a larger segment of the vessel. Upon deploying, the distal device was slightly mal-apposed so the physician made a "j" curve on the aristotle 18 wire and used the wire to smooth out the edges of the device and secure/gain good wall apposition. As the physician was using the wire it caught mid stent and began to displace the device. The device then migrated proximal and ended in the high cervical internal carotid artery (ica). The physician then tried to snare it with a 6x 40 solitaire and it did not move. The physician then went back to treat the aneurysm and tried a 5 x12 pipeline device (ped2-500-12). The device struggled to open distally so decided to remove the 5 x 12 and then went up with a ped2-450-14. The device landed perfectly and aneurysm was secured and protected. Tried again to remove the original device, now lodged in the high cervical ica, using a scepter c balloon but the device was not moving. The device was left in; it was patent and was able to navigate a wire and microcatheter through it multiple times ; CT scan this morning shows there is a fracture in the device. Patient is doing well no adverse events reported. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The cause of the ped2-450-10 migration was reported as the wire caught a tine mid-stent and pulled the entire device down. The device was not implanted in the intended location; it missed the landing zone. No side branches were covered by the pipeline. Ancillary devices included cereglide 71 guidecatheter, phenom 27 microcatheter, aristotle 18 guidewire.